Event description:
Lap cholecystectomy: "clips didn't close properly."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.